Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2522304 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, when a 6/7f mynxgrip vascular closure device (vcd) system shuttled down and pulled back, the white advancer tube came back with the system. There was no reported patient injury. The user was trained to the device. The device was stored and prepared according to the instructions for use (IFU), and no damage to the device or packaging was noted prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was trained to use the mynx device. A 6f cordis sheath was used. Suitability of the femoral artery was verified via angiography, including confirmation of an insertion angle between 30¿45 degrees. The access was arterial, and the vessel diameter was confirmed to be =5 mm. Moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium were noted near the puncture site. Hemostasis was achieved by reinserting the device and switching it out for a mynx control. There was no significant resistance during shuttling, but resistance was felt when retracting the sheath. The advancer tube was not visible. The device is not being returned for evaluation as it was discarded, however 4 sterile device will be returned for evaluation.

Manufacturer narrative:
As reported, when a 6f/7f mynxgrip vascular closure device (vcd) system shuttled down and pulled back, the white advancer tube came back with the system. There was no reported patient injury. The user was trained to the device. The device was stored and prepared according to the instructions for use (IFU), and no damage to the device or packaging was noted prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was trained to use the mynx device. A 6f cordis sheath was used. Suitability of the femoral artery was verified via angiography, including confirmation of an insertion angle between 30¿45 degrees. The access was arterial, and the vessel diameter was confirmed to be =5 mm. Moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium were noted near the puncture site. Hemostasis was achieved by reinserting the device and switching it out for a mynx control. There was no significant resistance during shuttling, but resistance was felt when retracting the sheath. The advancer tube was not visible. The device was not returned for evaluation as it was discarded; however, four (4) sterile mynxgrip vascular closure devices (6f/7f) associated with the reported complaint were returned for investigation. All four (4) sterile units were received inside their original sealed pouch bags. Per procedure, a sample is required for sterile units, and results determined a 100% inspection of all received units. Visual inspection of all sterile units showed that the shuttles were engaged to the black handle. The stopcocks were observed to be open in all units, and cordis mynx syringes were received detached from the devices. The catheter sheath introducer (csi) used in the procedure was not returned for this evaluation. The sealants and advancer tubes were observed in their manufactured positions, and the sealant sleeves were also observed in their manufactured positions. The balloons showed no abnormal conditions. No additional anomalies were observed during this visual analysis. Functional deployment testing was successfully performed per the device IFU, and no functional issues were observed during the deployment simulation across all evaluated units. In all units, the shuttle cartridge was successfully advanced and retracted to the black handle without issue. Additionally, the advancer tube and sealant were deployed without impediment in all units. Inflation/deflation testing was also conducted on all sterile units, and no issues related to the reported event were observed. The balloons in all tested units inflated and deflated as expected. The product history record (phr) review of lot f2522304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-failure to deploy-advancer tube¿ and ¿sealant-device deployment jam¿ could not be observed as the complaint device was not returned for analysis. Also, the events were not observed through analysis of the returned sterile devices since they passed functional analysis of the deployment mechanism with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to failure to deploy reported, especially since the sterile devices were able to pass functional analysis to deploy the sealants with no anomalies/damages noted and the complaint device was not received. However, concomitant device factors (the sheath was in a vessel with moderate tortuosity and moderate presence of pvd/calcium noted near the puncture site) and/or procedural/handling factors, (such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling) possibly contributed to the issue experienced by the customer. Additionally, the inability to deploy the advancer tube could be attributed to a hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and a sheath retraction jam during sealant deployment. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the sterile devices, phr review, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.